Manufacturer narrative:
(B)(4) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has failed testing, the device was returned in such a way that made analysis impossible. The meter's display was also broken. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was not communicating with his insulin pump. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6 am, the reporter stated the patient had symptoms of "lower back pain, red rimmed eyes and described to his mother as feeling high". The reporter stated they tried to test the patient's blood glucose on the lfs meter and was unable to on (B)(6) 2012 at 6:50 am. The reporter stated the patient's blood glucose was tested on another device and a reading of "281 mg/dl" was obtained on (B)(6) 2012 at 6:50 am. The reporter stated the patient was given 7-8 units of novolog insulin on (B)(6) 2012 at 7 am. During the time of troubleshooting, the cca confirmed that the patient was unable to have an actionable result on the lfs meter. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following conclusions: the device was received in a condition that made analysis impossible. The display was found to be broken. There is no indication that the subject meter caused or contributed to a serious injury. The reported stated the patient was symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the alleged injury. The patient's reported symptoms do not meet lfs's criteria for a serious injury. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting done by the cca and also from the findings from lfs product analysis.